Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074205, UDI:(B)(4). Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074203, UDI:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and patient experienced that the programs would change on its own. It was noted that patients lead had high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Investigation results: the device was not returned to boston scientific for analysis. Device analysis: the implantable pulse generator (ipg) is not designed to randomly change programs. Programs can only be changed manually with either the clinician programmer (cp) or the remote control. The database confirms abnormal impedance measurements on contacts 1, 3, 5 and 7 in port d, however, the database cannot confirm the source of the observed high or fluctuating impedances and the time when the impedance(s) went out of range. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief and patient experienced that the programs would change on its own. It was noted that patients lead had high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device was not returned.